Event description:
It was reported the patient presented to the emergency room in complete heart block. Attempts to communicate with the device were unsuccessful as telemetry could not be established with the device. It was also reported the device was not pacing. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported the patient presented to the emergency room in complete heart block. Attempts to communicate with the device were unsuccessful, as telemetry could not be established with the device. No pacing output was also reported. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.